Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient disconnected a solution bag during therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm, which occurred on the homechoice (hc) during prime. The baxter technical service representative (tsr) explained the alarm. The home patient (hp) had connected a new bag onto an unused line and disposed of the initial bag. This represents a breach of the sterile pathway. The hc primed fine with the new bag. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the reported event. The cg stated that she got the alarm, added another bag to an unused line, and then removed the bag that was not working. The cg was then able to prime the lines and complete therapy. The cg did not notice anything unusual with the bag that was removed. The cg stated she had discarded the sample and did not know the lot number of the supplies. There was no patient injury or medical intervention reported.